Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a manual injection to address the issue and was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.